Event description:
Adverse event(s): "no patient injury reported" (no consequence or impact to patient). Product problem(s): "system message displayed" (no display or display failure). The nurse reported the sys froze in between cases. A sys message displayed and the sys would not power down. The scrub was setting up for the next case when the sys would not respond. The sys was rebooted, but then it would power down. The surgeon cancelled the four remaining cases for the day. No pt had been prepped yet. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the sys and confirmed the problem reported. The power cable on the host module was reseated. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. (B)(4).